Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defects noted, the ends of the catheter parts seemed to be clean cut. The catheter parts were leak tested, no leaks noted. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any holes in the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to the fact that only parts of the catheter were returned for investigation, it is possible that the parts not returned had a hole. However, it was not possible to confirm and identify the root cause of this assumption as not all the catheter was returned for investigation. If more parts of the catheter are received, this complaint will be re-opened, and evaluated.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal peritoneal catheter (ID 823074) was implanted due to unknown reason and unknown date via lumbar-peritoneal (l-p) shunt with unknown setting. The patient developed subcutaneous hydrops two weeks post-surgery. The peritoneal catheter was located within the cavity. A hole in the catheter was suspected to cause hydrops due to no issues observed during the ligation. The device was removed and examined; however, no hole was found. The catheter was cut and replaced with a new one. The patient is currently under follow-up. According to information provided, the catheter explant date is unknown. It is also unknown if there was any problem detected with the valve.